Event description:
It was reported that the patient fell and the leads fractured. The patient had not recharged in over a year and they were unable to 'bring it back' in the office. The physician decided to implant a pain pump instead of replacing the stimulation system. The stimulation system remained implanted.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 3776-60, serial# (B)(4), product type lead product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, (B)(4).